Event description:
Customer took a blood glucose reading and the result was 155mg/dl. The customer thought that seemed high because they were not feeling well. They called 911 and paramedics took a blood glucose reading and the result was 25mg/dl. The customer was given glucose and taken to the emergency room. The customer was then given food to bring up their blood glucose level. A request was made for the return of the suspect device and replacement product was sent.